Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number: (B)(4). This report is being filed to relay additional information. The device history record for zimmer electric dermatome serial number: (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number:(B)(6) prior to 4 june 2018, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On 4 june 2019, it was reported that the axis that vibrates the plate on a dermatome was not working properly. The customer returned a zimmer electric dermatome serial number: (B)(6) for evaluation. Evaluation of the device on 18 june 2019 noted that the dermatome was out of calibration at all four settings and that the motor was unable to run. Upon further inspection, it was found that the machined head was damaged, that the reciprocating arm and needle bearing needed replaced, that the thickness control shaft was damaged and that there were bearings missing from it, and that the device needed the motor, switch, and power cord upgrade. Repair of the device occurred on 15 august 2019 and involved replacing the machined head, reciprocating arm, multiple bearings, thickness control shaft, motor, power switch, and power cord. The technician then tested and verified that the dermatome was functioning as intended, then the device was returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the motor and reciprocating arm assembly was defective, which would prevent the device from properly oscillating the blade in order to produce a proper cut, it cannot be determined from the information provided as to what caused these components to break down such that the device would not run. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per for any adverse trends that may warrant further action.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the axis allowing the plate to vibrate does not work properly and catch on. The event occurred during surgery. There was no harm/injury to the patient. There was no surgical delay and no medical intervention. No adverse events were reported as a result of this malfunction.